Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that noise was observed on the rv lead, which resulted in inappropriate therapy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.